Event description:
It was reported that the patient experienced elevated blood glucose levels and that the pump cartridge exhibited an insulin leak.

Manufacturer narrative:
The cartridge was returned to animas for evaluation. Evaluation has not been completed.